Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: 6943 implantable defibrillation lead: (B)(6) 2002. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased via a social media network with no further information. Information identified in the manufacture's data base indicated the patient died approximately three years post implant of the ipg system. A cause of death was requested and not received.